Event description:
It was reported that an alert was triggered due to low right ventricular (rv) sensing. The patient presented to the emergency department and found the lead parameters had changed and x-ray position was different to implant. A lead revision/repositioning was going to take place. No adverse patient effects were reported. The device was turned off and the outputs were adjusted for the time being.